Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured due to several calcification. The procedure was completed with another of same device. There were no patient complications. Patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured due to several calcification. The procedure was completed with another of same device. There were no patient complications. Patient was in good condition.

Manufacturer narrative:
Investigation results: device analysis findings: nc emerge mr, ous 2.50mm x 8mm was returned for analysis. Visual and tactile inspection of the hypotube identified multiple hypotube kinks along the length of the hypotube. A detailed microscopic examination of the balloon material identified no pinholes or tears. Microscopic examination of the outer and inner lumen and mid-shaft section found the inner lumen was flattened within the body of the balloon material. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified the distal markerband was flattened. The guidewire could not be loaded due to the inner lumen and distal markerband damage. The device was attached to a testing encore inflation unit and the balloon was inflated. The balloon was inflated to rated burst pressure of 20 atmospheres as per instructions for use (IFU). The encore device was verified before and after use using the druck gauge. The balloon inflated fully and maintained pressure, with no leaks noted. A vacuum was applied, and the balloon deflated fully with no resistance. This was repeated three more times and no issues were noted. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of no problem detected. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. The balloon was inflated fully to rated burst pressure of 20 atmospheres as per instructions for use and maintained pressure, with no leaks noted. A vacuum was applied, and the balloon deflated fully with no resistance therefore the reported material rupture could not be confirmed.